Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept freezing repeatedly. The customer also reported that they received a button error alarm. The customer's blood glucose was 215 mg/dl at the time of incident. The customer stated that they resolved the issue by placing the battery back in but the issue recurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to lcd unlock keypad connector. No frozen screen noted. No button error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.